Event description:
It was reported that this implantable pacemaker triggered an alert indicating that the device entered safety mode unexpectedly. The patient was admitted to the hospital. It was noted the patient experienced muscle stimulation and asystole greater than two seconds from device oversensing, after device entered safety mode. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement, as there is no reprogramming available in safety mode. It was noted the patient appeared to be 100% paced prior to entering safety core and a temporary wire was placed. Subsequently, the device was explanted the next day, and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the device is received for analysis, this report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker triggered an alert indicating that the device entered safety mode unexpectedly. The patient was admitted to the hospital. It was noted the patient experienced muscle stimulation and asystole greater than two seconds from device oversensing, after device entered safety mode. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement, as there is no reprogramming available in safety mode. It was noted the patient appeared to be 100% paced prior to entering safety core and a temporary wire was placed. Subsequently, the device was explanted the next day, and a new device of a different model, was successfully implanted. This device was returned to boston scientific for evaluation. No additional adverse patient effects were reported. Return of the device is not expected.

Event description:
It was reported that this implantable pacemaker triggered an alert indicating that the device entered safety mode unexpectedly. The patient was admitted to the hospital. It was noted the patient experienced muscle stimulation and asystole greater than two seconds from device oversensing, after device entered safety mode. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement, as there is no reprogramming available in safety mode. It was noted the patient appeared to be 100% paced prior to entering safety core and a temporary wire was placed. Subsequently, the device was explanted the next day, and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the device is received for analysis, this report will be updated with pertinent information upon completion of product analysis.